Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis found that the battery was at rrt (recommended replacement time) with a telemetered value of 2.61 volts. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 28 months before the battery reached rrt level. The device lasted 26% of its projected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. Further analysis noted that since the device data file from the carelink system was not retrievable, the programmed settings of the device in the field could not be determined. Long term monitoring at 23 degrees c and 37 degrees c temperatures, electrical bench testing and temperature cycling were performed. No high current or abnormal conditions were observed. The cause of the battery depletion was not identified.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.